Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. There was no pericardial effusion (pe) noted at baseline. The watchman® access system (was) was advanced. A 24 mm watchman ® laa closure device and delivery system (wds) was advanced and deployed. The device was not stable and was therefore fully recaptured and removed. An imaging sweep was performed after the device was removed and there was no evidence of pe at that time. An unknown pigtail catheter was then advanced via the was to reposition the was in the appendage. However, the laa anatomy had a very posterior lobe that was hard to access and get depth. The physician then decided to use a non bsc ablation catheter to get depth due to its articulating tip. He went distal in the appendage and ultimately a perforation with subsequent pe occurred and was confirmed by transesophageal echocardiogram (tee). A second 24 mm wds was advanced and the closure device was deployed in an attempt to reduce the bleeding; however this was not successful. The device was fully recaptured and removed. The pe was managed in the lab for about 1.5 hours. The patient was relatively stable, but required surgery to stop the bleeding. During surgery, they controlled the bleeding and the laa was ligated. It was noted that post surgery the patient was fine cardiac wise, but they did have some respiratory issues due to their existing chronic obstructive pulmonary disease (copd).